Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable elecsys ft3 iii results for two patient samples from a cobas 8000 e 801 module. The serial number was requested but was not provided. The samples were submitted for investigation and were tested on a siemens centaur, cobas 8000 e 801 module, cobas 6000 e 602 module, and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. As an insufficient amount of sample material remained, further investigation was not possible. From the data provided, a general reagent issue could most likely be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
A new sample drawn from the patient was submitted for investigation. The ft3 result were within the normal reference range of the assay. An interfering factor against streptavidin was not found. From the information provided, a general reagent issue could be excluded.

Manufacturer narrative:
Sample from the patient was submitted for ft3 interference testing. No interference to the ft3 antibody / idiotyp could be identified in the investigated sample. Ft3 patient values were detected within the reference range. A product problem was not found.